Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Instances of rv under sensing noted on printouts. (B)(4).

Event description:
It was reported that the patient needed to be rescued by emts. It was noted that there was protracted ventricular tachycardia (vt) prior to detection, but outside the detection zone. Once detection occurred, f-waves declined to very low level resulting in intermittent undersensing. The device was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.